Event description:
In the study conducted by dr. Ashley a. Vareedayah et al., boston scientific became aware of events related to the use of hot biopsy forceps in endoscopic resection of large lateral spreading tumors (lst) in the colon. The technique involved the use of hot biopsy forceps along with mechanical traction and short bursts of cutting current. The margin was carefully inspected using narrow-band imaging (nbi) and magnification, and follow-up colonoscopy was performed 3-12 months after the procedure. The study included 256 patients with 280 lsts resected. The patient population consisted of 55% women, with a mean age of 65. The average size of the lesions was 34mm. During the procedure, no clinically significant intra-procedural bleeding was observed. Recurrence was defined as the presence of visible tissue or histology consistent with the previously removed lesion at the site of prior polypectomy. Delayed bleeding occurred in 11 patients (4.3%), with 5 of them undergoing colonoscopy, 1 requiring a blood transfusion, and 5 managed conservatively. One patient experienced an intra-procedural perforation (0.4%), which was successfully treated with hemostatic clips. Another patient with suspected micro-perforation improved with fasting and antibiotics. Additionally, a patient with perforation due to snare resection was managed with endoscopic suturing. Follow-up data was available for 180 polyps, and recurrence was observed in 8 cases (4.4%). The study also reported a high rate of histologic evaluation of the polypectomy site (84%). Overall, the study suggests that the hot biopsy forceps technique, in combination with mechanical traction and short bursts of cutting current, is effective in reducing recurrence rates after endoscopic resection of large lateral spreading tumors in the colon. The procedure demonstrated low rates of intra-procedural bleeding and perforation. Regular follow-up colonoscopy and histologic evaluation of the polypectomy site are important for monitoring recurrence and ensuring optimal outcomes.

Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: vareedayah, a., andrawes, s.a., sofia yuen, p.y., haber, g. Hot avulsion technique for visible residual neoplasia is equivalent to thermal ablation of the normal-appearing margin in reducing recurrence rates after endoscopic resection of large lateral spreading tumors in the colon. Block h6: patient code e2114 captures the reportable event of perforation. Patient code e2330 captures the reportable event of pain. Patient code e0506 captures the reportable event of hemorrhage. Impact code f2202 is being used for the reportable event of endoscopic procedure. Impact code f2303 is being used for the reportable event of patient complication medication required. Impact code f2302 captures the reportable event of blood transfusion.